Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving an error.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
After further investigation, it was identified that this complaint needs to get cancelled as battery was due for replacement and no pump malfunction.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, g3, g6, h2, h11

Event description:
It was reported that during routine daily checks, the cardiosave intra-aortic balloon pump (iabp) unit is giving an error. There was no patient involvement.